Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced chest pain and underwent target vessel revascularization. The patient presented due to a current myocardial infarction. Cardiac catheterization revealed a 99%% stenosed and 10mm long target lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 3.0mm. The lesion was treated with predilation and placement of a 2.5x12mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The patient was discharged 2 days later on aspirin and prasugrel. (B)(6) 2011: the patient experienced chest pain and underwent target vessel revascularization. The event is reported to be resolved without residual effects. It is the opinion of the physician that this event is related to the taxus liberte stent.

Event description:
It was further reported that the patient presented at the time of the index procedure due to a non-q wave non-st elevation myocardial infarction. The target lesion in the mid left anterior descending (lad) was located just after the first diagonal artery. At the time of the event, the patient complained of sharp atypical chest pain. A exercise cardiolite stress test performed one week later revealed normal left ventricular systolic function with a moderate size reversible defect in the anterior wall consistent with ischemia and of moderate severity without evidence of reversible ischemia. There were borderline EKG changes also consistent with ischemia. Cardiac catheterization performed 20 days after event onset revealed 60-70% in stent restenosis of the mid lad. This was treated with a 2.0x12mm non-bsc drug eluting stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that at the time of the event, the patient's chest pain was reported to be "recurrent." Cardiac catheterization revealed the in stent restenosis to be "focal." Following treatment with the non-bsc stent, residual stenosis was 0%. However, there was mild jailing of the diagonal branch which resulted in transient decreased flow. Attempts to pass a wire into the diagonal were unsuccessful. The patient was continued on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).